Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies. Lead passed electrical testing. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. This lead was found dislodged. A revision procedure was performed wherein the physician explanted and replaced this lead. No additional adverse patient effects were reported.